Manufacturer narrative:
.

Event description:
Dealer stated that there is an issue with the internal brake in the motor that eventually causes the chair to shut down and lock up. Dealer states end user was stranded at a bus stop and had to call the police to help assist him. Dealer stated no injuries.